Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. The customer's blood glucose level was 289 mg/dl. The customer or pump were not available to troubleshoot to determine a possible cause of the occlusion. The contact stated that the customer was to use a non-tandem pump to manage diabetes. Although requested, additional information was not provided.